Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they opened the pack onto the sterile field during a bilateral total knee arthroplasty, they noticed that there were 2 needles in the pack which supposed to be only 1. They used a new suture to complete the case. There was no patient injury.